Event description:
The shell size 52 was implanted but would not hold its position, it was removed and replaced with another product. We were informed on (B)(6) 2012 only.

Manufacturer narrative:
Document review: versafitcup double mobility acetabular shell - (B)(4) / lot 113302 ((B)(4) shells produced). All parameters were found to be in accordance with the specs valid at the time of mfg, included washing and sterilization cycles. (B)(4) cups belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the problem occurred is highly likely due to a surgical mistake during the reaming phase and not device related.